Event description:
Per the clinic, the patient experienced an infection at magnet and incision site. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (specific date not reported). The patient was subsequently treated with oral antibiotics (specific date and duration not reported). The device was later explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.